Event description:
The reporter indicated the pt has experienced an increase in seizures. The reporter feels it is appropriate timing for a vns battery change. The reporter plans to send the pt for a surgery consult. Good faith attempts for additional info are in progress and awaiting results.

Manufacturer narrative:
Device malfunction is suspected, but did not cause or contribute to a death.